Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the patient's parent that the pediatric patient experienced inaccurate cgm values which occurred three days after the sensor had been inserted in the abdomen. The patient experienced shaking and seizure. The cgm was reading 174 mg/dl and the blood glucose reading was 53 mg/dl. The parent treated the patient with 2 units of glucagon and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.